Event description:
Reporter stated that a lancet is protruding from the device's end-cap. Neither pt nor reporter experienced an unintentional puncture as a result. Reporter did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The softclix plus lancet device is the suspect product.